Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the cutting wire broke off of catheter when the device was fully flexed. It was reported that the procedure was completed successfully; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was broken approximately 13 mm from the distal end, blackened, and kinked. The distal pierced hole was slightly torn. These findings were consistent with the findings when the device was observed under magnification. The working length was not kinked nor bent. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened and kinked. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem broken cutting wire found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure as per precautions of the device states. Energizing the device prior to performing sphincterotomy can also compromise the cutting wire's integrity which can also cause a premature cutting wire fatigue, leading to break it. It was also found that the cutting wire was bent, which could have been caused while the device was being removed from the working channel of the scope, it could have pushed the section broken which tore the distal pierced hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the cutting wire broke off of catheter when the device was fully flexed. It was reported that the procedure was completed successfully; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.